Manufacturer narrative:
On 10/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient had her removed breast prostheses replaced with mentor smooth round moderate profile 200cc saline breast prostheses. - the suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation procedure with mentor smooth round moderate profile 200cc saline breast prostheses when the left breast prosthesis deflated after implantation. Deflation was discovered visually by the patient. In addition, the patient had a mammogram performed on (B)(6) 2019 that showed calcified implant capsules bilaterally. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.